Event description:
The patient experienced a pericardial effusion. It was reported that a farawave was selected for use during a farapulse procedure to treat an atrial fibrillation, performed with no issues noted. However, when the procedure was almost completed, upon final ice evaluation, the patient was noted to have a large pericardial effusion which required pericardiocentesis. The patient was admitted to hospital beyond standard of care and they are expected to fully recover. The catheter was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient experienced a pericardial effusion. It was reported that a farawave was selected for use during a farapulse procedure to treat an atrial fibrillation, performed with no issues noted. However, when the procedure was almost completed, upon final ice evaluation, the patient was noted to have a large pericardial effusion which required pericardiocentesis. The patient was admitted to hospital beyond standard of care and they are expected to fully recover. The catheter was disposed. It was further reported that the patient was doing much better and stable same day. The patient was discharged from hospital on (B)(6) 2025.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b, adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.